Event description:
It was reported that the patient underwent a revision procedure due to urethral protrusion and incontinence with an artificial urinary sphincter (aus). The aus cuff was explanted and a new 4.0cm as cuff was implanted. Following the procedure the patient was healed without complications and will be activated 8-weeks following the procedure.